Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of the distal end of a microez microintroducer was returned for evaluation. An initial visual observation of the photograph showed some use residues along the introducer sheath and white dilator. A longitudinal split was observed at the distal tip of microintroducer sheath. No additional details of the split could be observed from the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported puncture sheath rupture. No further information was provided.